Event description:
Hearing performance with the device is affected. It was first noticed in (B)(6) 2025. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition the investigation also revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. It was first noticed on 30-jul-2025.the user was re-implanted.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. This is a combined initial and final report.